Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a communication failure error and no image displayed during a case. The 9800 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.